Event description:
It was reported that there was an expanding black spot on the screen of the customer's insulin pump. Her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Findings: unit received with physical damage bleeding lcd glass. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker. (B)(6).